Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on 3-aug-2025. The leakage was at the quick release. The infusion set was in use for 3 days. No further information available.